Event description:
It was reported the procedure was being performed on a (B)(6). The catheter was placed into the patient's left basilic vein. After one week of use, the luer hub separated from the extension line. As a result, the catheter was removed and replaced with another catheter that was inserted femorally. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.